Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The analyst noted the test guidewire passed through the entire length of the lead with no anomalies.

Event description:
It was reported that during an implant procedure, resistance was encountered when passing the angioplasty wire through the left ventricular lead, which prevented the wire from exiting the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.